Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the placement signal issue cannot be established.

Manufacturer narrative:
The pump will be sent back for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via right percutaneous femoral artery for mechanical circulatory support. The impella cp was placed for high-risk percutaneous coronary intervention and placement signal not reliable alarm occurred a minute after starting the pump. The alarm lasted five minutes before clearing but the placement signal ao pressure did not look right the entire case. It was reading 155/127. The patients arterial line pressure was reading 140/55. The pump ran fine and the patient's hemodynamics were stable throughout the procedure. Nothing happened to the optical sensor with insertion. The procedure was successful with this device. The patient survived. No patient harm was noted.